Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that after a chemotherapy infusion the connector was noted to have leaked droplets of chemo onto the patient's shirt. There was no patient harm.

Event description:
The customer reported that after a chemotherapy (adriamycin) infusion the connector was noted to have leaked droplets of chemo onto the patient's shirt.